Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted thoracic and transthoracic chest anastomosis esophagectomy surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) and reported that the customer explained that they encountered a non-recoverable fault on universal surgical manipulator (usm) 3. The csr requested the field service engineer (fse) to follow up to verify the system and logs. The tse called the csr back and gained additional information. The instrument clutch button was not working at all. The customer was currently doing their case with only 3 arms. The procedure was completing as planned with no reported injury.